Event description:
A patient intubated with a 5.0ped, pediatric tracheostomy tube required emergency medical intervention when partial decannulation occurred and the 5.0ped device could not be reinserted. Additional event information indicates that initial re-insertion efforts were unsuccessful as difficulties were encountered with insertion and use of the device obturator. Multiple attempts to re-intubate with back-up devices were also unsuccessful as patient's stomal tract constricted. Patient's airway was maintained via use of a suction catheter during transport to hospital. Patient was successfully reintubated and admitted for treatment and monitoring. Reporter did state that a number of mixed pediatric tracheostomy tubes, including some that were in use in excess of one (1) year and some in which the device markings were illegible may have been interchanged and contributed to the event. When reporter first contacted the manufacturer, specific event information was not initially communicated. Rep0rter had some general questions and requested information relative to any changes with the pediatric tracheostomy tube and accessory care and usage. In addition, recent evaluation of the patient's medical condition reflected some anatomical changes (stoma deviates to the left). Parent and homecare nurse had observed differences with the ped device and were evaluating device usage relative to the patients' stoma deviation. It was also reported that the patient frequently decannulates the device requiring multiple unscheduled device replacements. It was during investigational follow-up calls that the 10/04/96 event was reported to the manufacturer. The 5.0 ped device and obturator were discarded and are not available to be returned to the manufacturer for identification, analysis and investigation.